Event description:
The customer stated there was a centrifuge error on the modular preanalytic analyzer (mpa) and the sample racks were not centrifuged. The customer put the same racks back on the mpa where the samples were aliquoted and sent to the c6000. The 10-15 whole blood samples were tested on the cobas c501 and erroneous results were generated. The erroneous results were reported outside the laboratory. One of the samples had a higher creatinine result than expected. The sample was redrawn and the results were corrected. No specific data could be provided. There was no adverse event. The investigation found if a rack containing the same samples is placed back onto the mpa after an error, no new error will be generated and the remaining processing steps will be performed. Under certain circumstances, the centrifugation status of a rack may not be stored correctly and the reloaded rack will not be centrifuged as it should have been. A modification to the mpa has been initiated which will include an additional barcode scanner to scan all racks that pass behind the centrifuge. In case of an error, incomplete centrifuged racks / samples would then be registered. The centrifugation status would then have to be manually selected before the racks could be processed again.